Event description:
While using perforator to make holes and then router to connect the dots, rout r burr tip broke and broke off into the skull bone. Both pieces were retrieved and new router was opened and surgery continued with no further incident. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.